Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station was in disconnected mode and experienced a hardware issue. The field service engineer (fse) contacted the customer regarding the unit, which had stopped communicating and was later found to be offline. After the device was rebooted, all drawers went offline, and a second reboot produced the same issue. Upon further inspection, the problem was identified as related to network connectivity. The fse observed that wi-fi was enabled without a configured password, so it was disabled, and the wired connection was checked. The fse tested multiple wall ports and found that only one port was functional, which the unit was not connected to. It was determined that the unit might have been moved during room cleaning and reconnected to an incorrect port. The fse reconnected the unit to the functional wall port, which restored connectivity, and monitored the unit while it successfully completed update synchronization. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device entered disconnected mode with a hardware failure and was not communicating. Following a reboot, all drawers subsequently displayed as failed and "not detected on bus." The machine remained in disconnected mode and continued to be non-communicative. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.